Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The device was investigated and the reported complaint was confirmed. The single board computer (sbc) printed circuit board (pcb) was replaced to resolve the issue.

Event description:
It was reported that a ventilator screen froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.